Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The night before his blood glucose level was 599 mg/dl. The customer was treating with the insulin pump until the day before when he gave himself a shot. The customer thought his high blood glucose levels were due to scar tissue. Troubleshooting was declined. The device was not returned.